Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge intermittently displayed an inaccurate fill estimate and remained static. The customer's blood glucose level ranged from 120-150 mg/dl. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support instructed the customer to fill using room temperature insulin. Customer acknowledged. The customer continued to use the pump for insulin therapy.